Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer's final investigation. An olympus field service engineer (fse) went on-site to evaluate the device. The fse was not able to reproduce the reported issue. Since the reported issue could not be reproduced, the legal manufacturer is not able to conclusively identify the cause of the reported phenomenon; however, it is possible that the image processing board or the power board temporarily malfunctioned.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an endoscopic image disappeared. The user completed the procedure by using the device. Other detailed information was not provided. There was no report of patient injury associated with the event.